Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on 2019-feb-04. The hcp provided the lead serial numbers that migrated and indicated that the leads were discarded in surgery. No further complications were reported/are anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# unknown, implanted: (B)(6) 2018, product type; lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: unknown, ubd: 08-may-2022, if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) via a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. The patient has one lead move affecting therapy. There were no environmental/external/patient factors that the rep knew of that may have led or contributed to the issue. The rep performed reprogramming, but the issue was not resolved. Surgical intervention was scheduled for (B)(6) 2019. The patient was noted to be alive with no injury. No further complications were reported/are anticipated.